Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure ( (B)(6) 2017), the patient presented with a restenotic occlusion of the segment involving the proximal popliteal artery of the left leg. One biomimics stent (a 6.0 x 60mm stent) was implanted. On (B)(6) 2019 a restenosis of the treated vessel with a segment involving the proximal popliteal artery was identified. Percutaneous intervention took place on (B)(6) 2019 and included drug coated balloon / drug eluting balloon, laser/atherectomy and graft bypass. The outcome of the event is that it has resolved and patient has recovered. The device remains implanted.